Manufacturer narrative:
Continuation of d10: product ID ped2-450-25 (b742570); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two pipeline flex with shield stents that had resistance in the non-medtronic micro catheter and failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) unruptured dissecting aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 6mm. The distal landing zone was 3.7mm; the proximal landing zone was 4.2mm. Patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered with pru level 160. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. A triaxial set-up was used. A ped2-400-20 (lot: d032441) was tried first. The pipeline experienced resistance in the middle to distal segments of the micro catheter but was delivered. During deployment, when the pipeline was more than 50% deployed, it failed to open at the distal end. It was noted that the pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the micro catheter. A ped2-400-25 (lot: b742570) was then tried. The same issues occurred - the pipeline experienced resistance in the middle and distal segments of the catheter and then failed to open distally during deployment. Again, the pipeline was resheathed more than 2 times but not other maneuvers or devices were used to try and open the stent. This pipeline was also resheathed and removed with the microcatheter. There was no damage observed to the catheter nor either pipeline pushwire. Another manufacturer's device was then used instead. There was no harm or injury to the patient associated with this event. Ancillary device: headway 27 micro catheter.